Event description:
Technician tested a patient and due to non-retraction, was accidentally pricked.

Manufacturer narrative:
The device was not returned. A batch file review did not highlight any abnormalities with this batch during production. 100 samples from this batch were functionally tested with no faults identified; all lancets retracted as intended. Two photographs were forwarded retrospectively, but without the actual product, the root cause cannot be determined.